Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 09may2018. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). A direct correlation between the evaluation of the device and the reported embolic stroke could not conclusively be determined through this investigation. The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing, and the distal portion was returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned, and a plastic cap was covering the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the pump, examination of the inlet stator revealed a red, tissue-like deposition. The thrombus was situated around the inlet bearing cup as well as the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. The deposition found in the pump could have potentially contributed to the reported hemolysis. The deposition could have also created additional resistance on the spinning rotor, potentially contributing to the reported elevations in pump power. A direct correlation between the deposition and the reported stroke cannot be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. Upon removal of the silicone jacket, the bionate was unremarkable. The braided shield showed minor fraying throughout, and the underlying wires were unremarkable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient underwent pump exchange on (B)(6) 2021, from hmii ((B)(6)) to hmii ((B)(6)). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's potential pump thrombosis was initially reported in MFR # 2916596-2021-00716.

Event description:
It was reported that the patient was having ongoing power and flow spikes with hemolysis and an echocardiogram (echo) displayed the inability to offload the left ventricle (lv). The patient was admitted and put on anti-coagulation, despite therapeutic international normalized ratio (inr) and partial thromboplastin time (ptt). The patient displayed signs of thrombus and the pump was to be exchanged on (B)(6) 2021. However, the patient had an neurological changes and the CT revealed embolic stroke and the pump exchange was cancelled. The patient was on a heparin drip and lactate dehydrogenase remained in the 1000s u/l. There were no changes to pump parameters leading up to the event and a non-device related cause for hemolysis was not identified. The patient was stable and underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021.